Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b7 d6b d9 h3 h6. Clarification to partial date of onset b3: "deflation noted 4 weeks ago" from physical consultation date on (B)(6) 2025. Laboratory analysis summary: the device related to the reported events deflation was received on december 16,2025, with lot number: 1068562. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed broken device and openings through microscopic inspection assessed as surgical damage, missing assessed as inconclusive and one opening of diaphragm valve assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Please see esg ticket # (B)(4) regarding submission of this medwatch. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.